Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a check empty bag error. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. Functional testing confirmed the reported problem. The root cause of the problem was the dso sensor. The dso sensor was replaced.